Manufacturer narrative:
As reported by the legal team, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, fracture and migration of filter fragments to the lungs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported filter fracture/separated and migration could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, fracture and migration of filter fragments to the lungs. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff  has suffered and will continue to stiffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter (ivc). The indication for the implant was deep vein thrombosis (dvt). Post implant procedure notes indicate that the filter was successfully deployed within the proximal ivc in satisfactory position. The patient tolerated the index procedure well. Additional information indicates that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture and migration of filter fragments to the lungs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to stiffer significant medical expenses, and pain and suffering, and other damages. The information contained in the patient profile from (ppf) indicates that the patient has sharp pains in the lungs, the lung tissue has irritation due to the filter fragments and the patient has anxiety. According to the medical records, the patient had a history of deep vein thrombosis (dvt) therefore the filter was placed prophylactically against pulmonary emboli. The patient also had a history of pneumonia with hypoxia. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films to review, the reported fracture with migration could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety, pain and lung irritation due not represent a device malfunction. With the limited information currently available it is not possible to draw a conclusion between the reported events and the device. At this time, there is nothing to suggest these the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes deep vein thrombosis (dvt), and the filter was placed prophylactically against pulmonary emboli. The filter was successfully deployed within the proximal infra-renal inferior vena cava (ivc) during the index procedure. The patient tolerated the index procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, fracture and migration of filter fragments to the lungs. Per the patient profile from (ppf), the patient has anxiety, sharp pains in the lungs, and lung tissue irritation due to filter fragments. Imaging revealed mild filter tilt, all six struts appeared fractured and the filter profile was noted as elongated in the craniocaudal plane and narrowed in the medial-lateral plane. One strut was noted to be projecting over the left ventricular apex, and two struts were projecting over the right lobe. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture/separation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Lung irritation secondary to filter strut migration is a known potential event associated to the ivc filters. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the medical records, an x-ray of the patient¿s abdominal was taken. Mild filter tilt was confirmed. All six struts appeared to have been fractured. The filter profile was noted to have been elongated in the craniocaudal plane and narrowed in the medial-lateral plane. One strut was noted to be projecting over the left ventricular apex, and two struts were projecting over the right lobe.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient has sharp pains in the lungs, the lung tissue has irritation due to the filter fragments and the patient has anxiety. According to the medical records, the filter was placed prophylactically against pulmonary emboli. The filter was successfully deployed within the proximal infra-renal inferior vena cava (ivc) during the index procedure. The patient tolerated the index procedure well. (B)(4). Corrected data: implant date, initial reporter. Additional information is pending and will be submitted within 30 days upon receipt.